Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 3 biopsy forceps device was used during a procedure (male patient, age and weight are unknown). According to the complainant, while unpacking the radial jaw 3 biopsy forceps, the forceps would not close. The procedure was completed with another radial jaw 3 biopsy forceps device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that two of the teeth (one from each cutter) hits one in front of the other causing a misalignment of the jaws. The cause of the damage is undetermined; however the most likely cause is a manufacturing issue. A review of the device history record for the pertinent lot was performed; no anomalies were noted.